Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 150 mg/dl. A system check was performed and the pump performed as intended. No damage to the infusion set cannula was observed. An infusion set change was performed and an additional occlusion occurred. No cartridge damage or infusion set bubbles were observed. The customer was advised by tandem technical support to perform a cartridge and infusion set change to address their issue. During a follow-up, the customer reported that performing a complete supply change resolved the occlusion alarms.